Event description:
The manufacturer received complaint of compressor string broken, compressor port melted. Per email from customer, repairs were performed by both facilities, states the ones with repair authority, were returned unrepaired, saying they could not find any issue, or repaired with aftermarket parts. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned and evaluated; device was returned to the customer unrepaid.